Manufacturer narrative:
The device has not been returned to bsc for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the IFU as reported to bsc. At this point, it can be concluded that known inherent risks of device use most probably contributed to the events.

Event description:
It was reported a pericardial effusion occurred during a left atrial appendage closure (laac) procedure. A versacross large access system kit was selected for use. The physician was experiencing difficulty crossing the intra atrial septum and even after multiple attempts, the ideal puncture site could not be achieved. While attempting to secure the transseptal puncture site, a pericardial effusion was noted on transesophageal echocardiogram (tee). Hence the procedure was cancelled. Pericardial tap was performed however the effusion continued to grow very quick and bleed. The patient was then sent to the operating room for the cardiovascular surgery. As per the surgeon, the patient had a small tear at the juncture of the right atrium/inferior vena cava (ivc). The device is not expected to be returned for analysis. It was further advised, there was a perforation, site is unknown at the time of procedure however substantial enough fluid to cause a temporary drop in blood pressure. There was no pe noted on tee prior to the procedure. There was difficulty locating the correct tsp site which required additional maneuvering in the right atrium. No difficult patient anatomy noted. At least 3-4 attempts required to track up / drop down into position on septum before tsp. When pe was noted, the rf was never applied hence no tsp achieved. It is not believed that the versacross wire malfunctioned during the procedure. Act was therapeutic during the procedure. Patient has been discharged. It was further advised,, the rf wire was not exposed outside of dilator during tsp attempts and no manual force applied. The perforation cause is unknown. Physician believes that the patient was frail and her tissue was quite delicate.